Event description:
The hospital unit manager reported to fresenius technical services that this anonymous peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced a cardiac arrest (reported as ¿coded¿) during a ccpd treatment while hospitalized. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the hospital unit manager, it was reported this patient had a ¿code blue¿ called to their room in the overnight shift (exact date not provided) to address a cardiac arrest. It was affirmed that the patient was in the 5th of 7 cycles on the hospital provided liberty select cycler when the code team arrived as evidenced by device inspection the following morning. The patient had a return of systemic circulation and was placed in the intensive care unit. There was no report of any apparent malfunction, deficiency or cycler alarms that occurred at the time of this event. The unit manager could not confirm whether or not this event was related to cycler use and/or ccpd therapy but inferred that there was no indication of relationship that had been reported to her. Due to patient privacy concerns, no further patient information or pd treatment data was provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation and system air leak checks were performed and passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
The hospital unit manager reported to fresenius technical services that this anonymous peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced a cardiac arrest (reported as ¿coded¿) during a ccpd treatment while hospitalized. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the hospital unit manager, it was reported this patient had a ¿code blue¿ called to their room in the overnight shift (exact date not provided) to address a cardiac arrest. It was affirmed that the patient was in the 5th of 7 cycles on the hospital provided liberty select cycler when the code team arrived as evidenced by device inspection the following morning. The patient had a return of systemic circulation and was placed in the intensive care unit. There was no report of any apparent malfunction, deficiency or cycler alarms that occurred at the time of this event. The unit manager could not confirm whether or not this event was related to cycler use and/or ccpd therapy but inferred that there was no indication of relationship that had been reported to her. Due to patient privacy concerns, no further patient information or pd treatment data was provided.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s cardiac arrest. The cause of this patient¿s cardiac arrest cannot be determined in the absence of the required information; however, it is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the limited information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.